Manufacturer narrative:
(B)(4). Per service order (B)(4) generated by the sales and service unit technician, that is associated with complaint (B)(4), the control board was replaced. Full calibration, functional testing and safety checks to factory specification was performed. The defective control board was not further evaluated. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6) hospital,rotaflow console with serial number (B)(4) gave an "error head" message. According to the customer, the message was received before use when the customer was priming the unit and trying to turn up the flow of the unit. No patient involvement was noted in complaint (B)(4).